Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b7, g3, g6, h2, h6, h11. The device history records were not reviewed as the reported event was determined to be unrelated to zimmer biomet devices. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known post-operative procedure-related complication that can occur from surgical implantation of a new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. The root cause of the reported event was determined to be related to the procedure rather than zimmer biomet devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp (B)(4). D10 - concomitant devices - persona medial congruent articular surface left 12mm catalog #: 42512100412 lot #: 66337787, persona cemented keel tibia left size d catalog #: 42536006701 lot #: 65635671, persona cemented all poly patella 29mm catalog #: 42540000029 lot #: 66600814, palacos rg 1x40 single bone cement catalog #: 00111314001 lot #: 68911257 the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a manipulation under anesthesia to address arthrofibrosis accompanied by stiffness, limited range of motion and a 1-5 degree flexion contracture approximately three (3) months following left knee arthroplasty. The patient was reportedly improving following the manipulation. Reportedly, no intraoperative complications were noted during the initial procedure.